Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 598mg/dl and above 600 mg/dl. The customer was treated with a back-up plan for high blood glucose levels. The insulin pump was cracked from corner of display to top of sticker. The customer was ill due to high blood glucose levels. Troubleshooting was not performed for high blood glucose levels. The device will return for analysis.